Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time the issue occurred. A philips field service engineer inspected the system onsite and confirmed an issue with the powertray. The engineer replaced the power tray, after which the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the screens were black an there was no functionality. Restarting the system did not resolve the issue. Philips has started an investigation of this complaint.